Manufacturer narrative:
(B)(4). In the event the device is received for evaluation or additional information is provided a follow-up report will be submitted. The customer did not provide patient demographics such as age, date of birth, gender, and weight. The customer has not specified if they would like field service to evaluate this unit or if they would like to send it in for factory repair.(B)(4).

Event description:
Per the customer, while on a patient this unit alarmed "vent inop". There was no harm to that patient. The customer stated they will call back to advise if they want field service to repair the unit, or if they want to send the unit in for factory repair. To date, carefusion has yet to receive this information.